Manufacturer narrative:
The device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk device.

Event description:
It was reported that this right atrial (ra) lead was suspected to have dislodged to due to exhibited high pacing thresholds and suspected loss of capture (loc). The physician suspects a micro dislodgement and plans on having xray imaging be taken on the patient. At this time, no adverse patient effects were reported. This ra lead remains in service.subsequent additional information was received reported that the patient underwent a lead revision procedure where this right atrial (ra) lead was repositioned successfully by the physician. No additional adverse patient effects were reported. This ra lead remains in service.

Event description:
It was reported that this right atrial (ra) lead was suspected to have dislodged to due to exhibited high pacing thresholds and suspected loss of capture (loc). The physician suspects a micro dislodgement and plans on having xray imaging be taken on the patient. At this time, no adverse patient effects were reported. This ra lead remains in service.